Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing of noise and changes in amplitude morphology measurements. The patient was admitted to the hospital and the s-ICD system was reprogrammed from the primary to the alternate vector. The next day, the patient received another inappropriate shock while lying in bed. Testing of the system was performed, and the physician decided to turn off tachycardia therapy to avoid further inappropriate therapy. The patient remained hospitalized and ultimately, surgical intervention was later performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing of noise and changes in amplitude morphology measurements. The patient was admitted to the hospital and the s-ICD system was reprogrammed from the primary to the alternate vector. The next day, the patient received another inappropriate shock while lying in bed. Testing of the system was performed, and the physician decided to turn off tachycardia therapy to avoid further inappropriate therapy. The patient remained hospitalized and ultimately, surgical intervention was later performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.